Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to essure device underwent a total abdominal hysterectomy") in a (B)(6) female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 6 years 11 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with essure device removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("due to symptoms related to essure device underwent a total abdominal hysterectomy") in a 36-year-old female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 6 years 11 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total abdominal hysterectomy with essure device removal on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), device dislocation ('migration') and systemic lupus erythematosus ('lupus') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), tooth disorder ("dental probs") and rash ("rash on skin") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy/hyst. (Full),salping. (Unilateral),oophorectomy(unilateral)). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, systemic lupus erythematosus, allergy to metals, psychological trauma, hormone level abnormal and tooth disorder outcome was unknown and the dysmenorrhoea, menorrhagia and rash had resolved. The reporter considered allergy to metals, device dislocation, dysmenorrhoea, fallopian tube perforation, hormone level abnormal, menorrhagia, psychological trauma, rash, systemic lupus erythematosus and tooth disorder to be related to essure. The reporter commented: she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Patient received treatment for menorrhagia (heavy menstrual bleeding), lupus, psych injury, migration and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Event medical device removal was deleted. New events were added: migration, fallopian tube perforation, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, lupus, psych injury, hormonal changes, dental probs. And rash on skin. Reporter information and lab data were added. On 15-oct-2019: fu 3 & 4 were processed together. Pfs received. No new information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/tea in right fallopian tube, /outside of right fallopian tube') and device dislocation ('migration/ right tube coil was perpendicular in fallopian tube\migration of essure device location of device: outside of right fallopian tube.') In a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), tooth disorder ("dental probs"), rash ("rash on skin"), depression ("depression\hormonal changes describe: depression;"), attention deficit/hyperactivity disorder ("add"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rheumatoid arthritis ("markers for rheumatoid arthritis"), blister ("blisters on face similar burns"), nausea ("nausea"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headache") and was found to have hepatic enzyme increased ("elevated liver enzymes") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy,salping. (Bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, systemic lupus erythematosus, allergy to metals, tooth disorder, depression, attention deficit/hyperactivity disorder, genital haemorrhage, vaginal haemorrhage, rheumatoid arthritis, hepatic enzyme increased, blister, nausea, abdominal pain and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia and rash had resolved. The reporter considered abdominal pain, allergy to metals, attention deficit/hyperactivity disorder, blister, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hepatic enzyme increased, menorrhagia, nausea, rash, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Patient received treatment for menorrhagia (heavy menstrual bleeding), lupus, psych injury, migration and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: pfs received. Reporters information were added. New events: hormonal changes describe: onset of add, abnormal bleeding (general), abnormal bleeding (vaginal,), rheumatoid arthritis ;elevated liver enzymes, rashes or skin conditions type: blisters on face similar burns,weight gain, migraines / headaches,. Nausea, , dysmenorrhea (cramping), , pain, fatigue, abdominal pain were added. Event psych injury updated to depression; event hormonal changes clubbed with depression. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/tea in right fallopian tube, /outside of right fallopianm tube') and device dislocation ('migration/ right tube coil was perpendicular in fallopian tube\migration of essure device location of device: outside of right fallopian tube.') In a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), systemic lupus erythematosus ("lupus"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), tooth disorder ("dental probs"), rash ("rash on skin"), depression ("depression\hormonal changes describe: depression;"), attention deficit/hyperactivity disorder ("add"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rheumatoid arthritis ("markers for rheumatoid arthritis"), blister ("blisters on face similar burns"), nausea ("nausea"), abdominal pain ("abdominal pain"), fatigue ("fatigue") and headache ("headache") and was found to have hepatic enzyme increased ("elevated liver enzymes") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy,salping. (Bilateral),oophorectomy(unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, systemic lupus erythematosus, allergy to metals, tooth disorder, depression, attention deficit/hyperactivity disorder, genital haemorrhage, vaginal haemorrhage, rheumatoid arthritis, hepatic enzyme increased, blister, nausea, abdominal pain and weight increased outcome was unknown and the dysmenorrhoea, menorrhagia and rash had resolved. The reporter considered abdominal pain, allergy to metals, attention deficit/hyperactivity disorder, blister, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hepatic enzyme increased, menorrhagia, nausea, rash, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and has otherwise suffered serious and permanent injuries. Patient received treatment for menorrhagia (heavy menstrual bleeding), lupus, psych injury, migration and fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.